Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leak was found on the arctic sun device during use and patient was switched to the second one. The therapy had been completed with the substitute without problem and the device was under investigation at imi on (B)(6).

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The device was evaluated at imi location and the reported issue was unable to replicated. Calibration and functional check performed. Device passed all applicable testing. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The device was returned for evaluation. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review and risk review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water leak was found on the arctic sun device during use and patient was switched to the second one. The therapy had been completed with the substitute without problem and the device was under investigation at imi on may 24.